Event description:
It was reported on (B)(6) 2014 that a patient underwent a diagnostic coronary procedure on (B)(6) 2014. Following the procedure, the physician selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that the balloon lost pressure. A second device was opened and deployed. During the lock, stabilize and deflate steps, the syringe plunger malfunctioned. The balloon was still deflated and pressure was held for 2 minutes with no complications. The patient was not hospitalized. This event as reported was not considered to be FDA reportable by accessclosure, inc. On (B)(6) 2014, the following information was reported via medwatch report # (B)(4): "while attempting to deploy a mynxgrip, the balloon on the device ruptured. Another device was deployed."

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1329004) indicated that the device lot met all established performance criteria prior to shipment. Medwatch report # 3004939290-2014-00029 is being filed in response to medwatch report # (B)(4). See medwatch report # 3004939290-2014-00030 for the second device.